Manufacturer narrative:
(B)(4). The customer returned one used sample for evaluation. The sample was visually and functionally tested and the reported condition was confirmed. Visual inspection was performed to the set and the results were satisfactory; all components were present, in the right position and complete. An under water pressure test at 8 psi was applied to the set and a leak was observed due to a hole in the tubing. An assignable root cause could not be determined. A batch review could not be performed as the lot number is unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The customer reported to corporate product surveillance of one clearlink non-dehp continu-flo solution set in which leaking saline was detected approximately 6 to 7 inches above the second y-site during patient use by the oncology unit nurse on (B)(6) 2010. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted.